Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. Sometimes the patient had issues where they had less bladder control. There was only one program they used for a year and did not change it, and could barely feel stimulation. It was noted when they tried other programs, the stimulation was more in their vagina, but on one program, they couldn¿t stand it; the patient did not know which program this was. It was reported one time it totally quit working and the stimulator was turned off somehow; the patient met with a manufacturer representative and had it turned back on. It was reviewed how to use the patient programmer to increase/decrease parameters, change programs, and make adjustments, but the patient did not indicate they were looking for instruction. It was recommended that the patient reach out to their healthcare provider (hcp) regarding the loss of therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.